Event description:
It was reported during a cardiac ablation procedure, a steam pop occurred. The physician was ablating in the cavotricuspid isthmus, using the 7f cool path duo and using the stockert rf generator, when there was an audible pop. The catheter was removed from the pt and no charring on the catheter tip was noted. The settings for the generator were 30-35 w, temperature was 48 degrees. After performing 2 subsequent lesions, high impedance and an "rf overflow" error occurred on the stockert rf generator. The physician removed the catheter from the pt and used a non-sjm catheter to complete the procedure. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection of the returned device revealed no anomalies. The catheter created a curve when deflected, which matched the required template. The steering force to create a curve met the required specification. The catheter passed the continuity test and the EKG noise level test. The pressure drop test, the ablation stimulation test and the flow rate test also passed. The catheter tip was investigated under the microscope, where no nonconformity was observed. The thermal system was verified with a thermocouple/thermistor verifier and no issues were noted. The temperature readings on the catheter were normal. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.